Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, iol shot out of injector rapidly, when attempted to implant the lens into the patients eye. Preloaded device came into contact with the affected eye. When attempted to advance the lens, it advanced rapidly and it was not used. The lens was not used on the patient, nor was it implanted into the eye. The sample was discarded because it was used on a patient with an infection. The surgery was completed after replacing the lens with another unspecified lens.